Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air/water channel clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air/water channel. In addition, our technician confirmed that the ccd drive pcb fluid damage, the lg connector fluid damage, the plug to cable attaching base broken, the control body corroded, the mechanical base plate corroded, the electrical pin connector corroded, the nozzle gluing missing, the operation channel (primary) leak, the remote control buttons cut, the root brace rubber (lg connector) cut, the aft suction tube dirty, the bending rubber worn out, the segment hard to move, the insertion flexible tube bump, and the down pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.